Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0 x 150, 135cm mustang balloon catheter was advanced to dilate the lesion. The balloon ruptured at 20 atms. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the device was received for analysis. A visual and microscopic examination of the balloon material identified a longitudinal tear. The tear extended from the proximal markerband to the distal markerband and it measured 14.5cm in total length. A microscopic examination of the balloon material and markerbands could not identify any issues which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the balloon ruptured after the balloon had been inflated above its rated burst pressure. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 7.0 x 150, 135cm mustang balloon catheter was advanced to dilate the lesion. The balloon ruptured at 20 atms. No patient complications were reported and the patients's status was fine.